Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missed alert occurred. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. The device log was downloaded and reviewed and a missed alert was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).